Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezc2425 showed no other similar product complaint(s) from these lot numbers.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Usage residues were evident throughout the sample. The catheter terminated at the 45cm depth marking. Microscopic inspection of the distal tip of the sample revealed striations typical of a sharp instrument cut. A longitudinally aligned split was observed between the 6cm and 7cm depth markings. Material discoloration was observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed a spraying leak emanating from the site of the aforementioned split. The catheter was fully occluded distal of the split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split revealed serpentine split edges. The edges exhibited a dully granular texture. The split characteristics, material weakness, material discoloration and occlusion distal to the split indicated that the split was burst damage secondary to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures.

Event description:
Per sales rep, ICU patient was reportedly seen for complaints of burning when flushing PICC. It was noted that there was fluid allegedly leaking out from PICC insertion site. PICC had to be dc'd and we noticed breaks in catheter tubing around 6-7cm. PICC was left out 4cm outside patient.